Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the lead was confirmed analysis revealed the user of the torque wrench was partially inserting the wrench into the inset of the setscrew due to incorrect wrench insertions. The partial insertion caused the user to strip that portion of the setscrew inset. The setscrew cannot be tightened when it is being stripped. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker was failed to connect. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.